Manufacturer narrative:
Unit received with cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had crack and dent on screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.